Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after glucose levels rose to approximately 250 mg/dl, the ilet delivered insulin that was perceived to overcorrect, resulting in a blood glucose of 66 mg/dl and a low duration of about 15 minutes, with the user treating with oral glucose tablets and having discussed potential cgm target adjustments with their diabetes educator. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included no hospitalization, no professional medical intervention, and self-treatment with oral glucose. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed the cause of the hypoglycemia was unclear and no device alerts or alarms were reported. It was concluded that the event was user-reported hypoglycemia with unclear cause and no confirmed device malfunction.